Manufacturer narrative:
The date of event was reported to be a few weeks prior to (B)(6) 2016. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment and outcome of the peritonitis was not reported. The pd therapy was ongoing. No additional information is available.